Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. (B)(4).

Event description:
The device was removed and returned to the manufacturer due to elective replacement indicator (eri) and subsequently tested out of specification. No patient complications have been reported as a result of this event.